Event description:
Trivascular received information via a journal article related to a patient that was converted to open surgical repair. The patient information, the date of the event, nor the device lot numbers were provided to trivascular to investigate the cause of the event. The patient condition is unknown at this time.